Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 29 mm transcatheter bioprosthetic valve, into the patient's annulus which was not calcified and had a perimeter of 80.5 and a derived diameter of 25.64, the delivery was successful and the valve was deployed at approximately the 4 mm level. After the delivery catheter system (dcs) was removed, the valve dislodged out from the annulus. There was no interaction between the dcs and the valve. The valve was snared and moved to the aortic arch. Subsequently, a second 34 mm valve was successfully implanted. No additional adverse patient effects were reported.